Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by giving correction injection using multiple daily injections and did not require emergency assistance. Technical support determined malfunction code was not resettable, arranged replacement pump with updated software.